Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after running out of insulin in the pump cartridge, elected to change only the cartridge and adapter while keeping a steel infusion set in place, and later received guidance to disconnect from the pump and administer a subcutaneous fast-acting insulin injection before reconnecting; blood glucose was 358 mg/dl at onset, decreased to 245 mg/dl after injection, and was 91 mg/dl after supplies were changed and insulin delivery resumed. Symptoms included headache. Outcomes included recovery without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education, including guided cartridge replacement and infusion site change. Investigation of this case revealed no device malfunction, successful pump reconnection, and restored glycemic control after supply replacement and corrective insulin administration. It was concluded that hyperglycemia occurred in the setting of depleted insulin and was addressed through cartridge replacement, temporary pump disconnection, corrective subcutaneous insulin, and subsequent site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.